Manufacturer narrative:
Concomitant medical product: product ID 37761 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3: analysis of the 37761 desk top recharger (s/n (B)(6)) revealed that the cable assembly needed to be replaced due to a broken connector pin. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that the  rep. Got the replacement desk top charger (dtc) and patient (pt) charged their recharger and then charged their implanted neurostimulator(ins) successfully. Pt rep said "a couple of days ago" (later confirmed sunday), the pt pulled the dtc out of their recharger, and the "innards" came out of the connector pin. Pt rep. Said the "staples" had come out of the inside of the connector pin. Pt put scotch tape over connector pin, but installing scotch tape did not resolve the issue. Pt mentioned they charged every 4-5 days. During the call, the pt rep. Confirmed the recharger port was not damaged and then confirmed the plate inside the connector pin had been pulled out. A replacement desktop charger (dtc) was sent out. Additional information was received from a patient (pt) regarding an external device. Pt confirmed that they received the desktop charger (dtc); patient services (pss) asked the pt if they were expecting more product to be delivered and pt said yes; pss reviewed the e-mail to repair and reviewed with the pt that only the dtc was requested for replacement. Pt stated that they charged for almost two hours when they received the dtc and they got the device recharged a little bit. Pt stated that the shorter guy not the tall thin guy was probably 3/4 filled, however the battery indicator went back and forth for almost two hours; pss understood that the pt was referring to recharging the implantable neurostimulator (ins) and that the ins battery indicator was flashing between 3/4 full and full. Pt stated that they had their last charger for eight or nine years and it worked really well; pt stated that they had this charger for four or five years and that they need the ins badly. Pt's son stated that the pt's concern was that the charge of the ins battery on the recharger (insr) hadn't changed for almost two hours and that the ins wasn't getting a full charge. Pt's son stated that the pt has the ins on all the time. Pss reviewed that possibly the ins wasn't reaching fully charged since the therapy was on while recharging the ins. Pt's son repeated back to pss what they understood; pt's son stated that it may take longer to recharge the ins or that the pt may never see the ins fully charged depending on the level of pain the pt was in for the day; pss re-explained what pss was explaining before so that the pt and pt's son would understand. Pt stated that they know it takes longer on the last little bit, however it's never taken almost two hours just for that section of the ins battery; pt stated that when the ins gets fully charged, it's very fast and sudden. Pss offered to replace the insr. Pt then asked what device it was that all of the little pieces came out; pt's son confirmed that they were speaking of the dtc and that was resolved with the dtc replacement. Pt's son then clarified that the insr wasn't getting power so the dtc was replaced so that the pt could charge the ins. Pt stated that they have trouble getting the ins charged so they have a bunch of adhesive discs; pt stated that then the device worked better. The patient was sent a replacement recharger (insr). No symptoms were reported.